Event description:
Info received indicates the head section cannot be raised or lowered due to bed release handle. The head section was elevated to 50 degrees.

Manufacturer narrative:
The technician replaced the release handle to repair the stretcher.